Manufacturer narrative:
The technician swapped out the rental unit for a known working bed. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The account reported the power cord plug sparked in the outlet. The bed was located at the facility. There was no patient/user injury reported. (B)(4).